Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. Reportedly, the customer has noticed that the occlusion alarms occur when the pump is removed from their skin, a bolus is requested and then the pump is placed back against the skin while the bolus is still being delivered. The customer declined troubleshooting and stated they felt confident that these occlusions were false occlusions since their bg levels had not been impacted. Tandem technical support educated the customer regarding the temperature changes that may cause occlusion alarms.